Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The field service engineer found a missing o-ring and replaced it. Tubing and reference electrode was changed. A performance check and calibration was performed with alarms. The field service engineer instructed the customer to let the tubing and electrodes condition overnight. Upon follow-up the next morning, the customer noted that they were able to perform calibration and qc testing without any alarms and had acceptable results. A precision check was performed with acceptable results. The investigation is ongoing.

Event description:
The initial reporter complained of questionable ise sodium electrode results for 1 patient sample on a cobas integra 400 plus analyzer. The initial result was 122 mmol/l and the repeat results were 132 mmol/l. The results were reported outside the laboratory. The repeat results were believed to be correct. The electrode lot number was 224870 and the expiration date was asked for but not provided.